Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included doxycycline, ibuprofen and sumatriptan succinate (imitrex df). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced genital haemorrhage ("general abnormal bleeding") and migraine ("migraines /headaches"). In (B)(6) 2007, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced adnexa uteri pain ("pain right fallopian tube"). On an unknown date, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headache") and nausea ("nausea"). The patient was treated with cefalexin sodium (cephalexin) and non surgical treatment. Essure (ess205) treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, urinary tract infection, fatigue, tooth disorder, headache, nausea, adnexa uteri pain and migraine outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, metrorrhagia, migraine, nausea, pelvic infection, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included doxycycline, ibuprofen and sumatriptan succinate (imitrex df). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In may 2007, the patient experienced genital haemorrhage ("general abnormal bleeding") and migraine ("migraines /headaches"). In (B)(6) 2007, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced adnexa uteri pain ("pain right fallopian tube"). On an unknown date, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headache") and nausea ("nausea"). The patient was treated with cefalexin sodium (cephalexin) and non surgical treatment. Essure (ess205) treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, urinary tract infection, fatigue, tooth disorder, headache, nausea, adnexa uteri pain and migraine outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, metrorrhagia, migraine, nausea, pelvic infection, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2007 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: infection (other) describe: pelvic infection; rashes or skin conditions type: hives; migraines /headaches, fallopian tube pain were added. New reporter, plaintiffs information added. Concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included doxycycline, ibuprofen and sumatriptan succinate (imitrex df). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced genital haemorrhage ("general abnormal bleeding") and migraine ("migraines /headaches"). In (B)(6) 2007, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced adnexa uteri pain ("pain right fallopian tube"). On an unknown date, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headache") and nausea ("nausea"). The patient was treated with cefalexin sodium (cephalexin) and non surgical treatment. Essure (ess205) treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, urinary tract infection, fatigue, tooth disorder, headache, nausea, adnexa uteri pain and migraine outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, metrorrhagia, migraine, nausea, pelvic infection, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2007, (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: infection (other) describe: pelvic infection; rashes or skin conditions type: hives; migraines /headaches, fallopian tube pain were added. New reporter, plaintiffs information added. Concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.